Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-oct-2018 with the following findings: a visual inspection of the pump revealed cracked battery compartment. There was no evidence of moisture observed in the battery compartment. The battery cap was found to be stripped and was unable to secure to maintain electrical connection. A test battery cap was able to secure and power on the pump. During investigation, the pump was exercised for 12 hours with a test cap with no power interruptions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.